Event description:
The customer reported that while running user initiated shift/system check the device displayed defib failure cycle power with error code 01000. This happened repeatedly. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported that while running user initiated shift/system check the device displayed defib failure cycle power with error code 01000. This happened repeatedly. There was no report of patient involvement or adverse patient impact. Philips evaluated the device and confirmed this malfunction. Philips also noted the malfunction during power on. Philips resolved this malfunction by replacing the power pca.